Event description:
It was reported that a catheter extension set with one-link would not prime. The set was being primed with a syringe prefilled with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The event occurred some time during the week prior (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.